Manufacturer narrative:
(B)(4). This device is not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should the device become available, or if any additional relevant information is received a supplemental report will be submitted.

Event description:
A report was received of an interlink taxol set, which had a chemotherapy drug leak out of the set. According to the report, "the nurses screwed the end of the luer lock tubing too tight, and the collar broke, perhaps causing the leak once the tubing was disconnected from the patient." The customer stated that the nurses did not use a hemostat or any other device to tighten the luer. The event occurred during use. There was patient involvement; however, there was no patient injury, medical intervention, or adverse event associated with the report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. Photographic inspection noted that the collar of the low-profile one piece male luer lock adapter had partially broken off. The cause of this condition could not be determined. No additional observation was noted from the photo.